Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was only feeling stimulation in the left side and needed it in the right ankle. They also noted that they were charging too frequently but the patient charged on average every 4 days for only an hour. Charging expectations were discussed and the patient was encouraged to charge for longer durations if they wanted to decrease the charge interval. Impedances were checked and were within normal limits and an x-ray showed that the lead appeared midline but the patient confirmed they only felt stimulation in the left side. The patient's surgeon planned to perform an awake revision but it was not yet scheduled. No further complications reported.

Event description:
The reason for call was pt mentioned they were implanted in 2019 with their second spinal cord stimulator (scs) (patient services specialist did not ask whether or not the pt was implanted due to normal battery depletion because the pt was escalated), and pt said the therapy would not touch their right side with the one lead that was implanted. Pt said they felt the therapy on their right side for a short period of time, but then the therapy would shift back over to their left. Hcp made the decision to implant the pt with a second lead to get therapy on right side of pt's body (occurred on (B)(6) 2019). Pt said the event date was in (B)(6) 2019. Patient services specialist documenting reported event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2016. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.